Event description:
It was reported that the customer visited the emergency room for high blood glucose of 577 mg/dl, which was treated with IV and manual injection. The symptoms of high blood glucose were nausea and vomiting. At the emergency room the customer had an x-ray had lab work done and was released. The customer was wearing the insulin pump at the time of the emergency room visit. The customer's blood glucose at the time of the phone call was 254 mg/dl which was treated with the insulin pump. The drive support cap was recessed. The device passed all functional tests, including high pressure test. The settings were correct. In the alarm history found low reservoir alarm. Te customer stated that they already had the insulin pump replaced 3-4 times. They wanted their current device to be replaced as well. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with scratched lcd window.